Event description:
It was reported that the patient experienced a fall in (B)(6) 2025. The patient was hospitalized and underwent surgery. The patient noted that they had not used their remote since they fell, and when they tried to increase their stimulation due to a lack of urinary relief, they noticed a red light at the bottom of their remote. The patient attempted to troubleshoot, but the red light could not be cleared. Upon connecting the ins to the clinician programmer, an error code was noticed due to high impedances. The error code was then cleared and the red light also was cleared. The patient felt the stimulation in their upper thigh compared to previously feeling it in their vaginal area. However, the urgency sensation returned shortly thereafter. The patient later stated that they were doing better with their symptoms. The patient underwent an x-ray and it was pending physician assessment. The patient underwent a full revision of their ins and lead. The procedure went well and the patient was programmed adequately after. There were no additional patient complications.

Event description:
It was reported that the patient experienced a fall in (B)(6) 2025. The patient was hospitalized and underwent surgery. The patient noted that they had not used their remote since they fell, and when they tried to increase their stimulation due to a lack of urinary relief, they noticed a red light at the bottom of their remote. The patient attempted to troubleshoot, but the red light could not be cleared. Upon connecting the ins to the clinician programmer, an error code was noticed due to high impedances. The error code was then cleared and the red light also was cleared. The patient felt the stimulation in their upper thigh compared to previously feeling it in their vaginal area. However, the urgency sensation returned shortly thereafter. The patient later stated that they were doing better with their symptoms. The patient underwent an x-ray and it was pending physician assessment. The patient underwent a full revision of their ins and lead. The procedure went well and the patient was programmed adequately after. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 1201 serial number: (B)(6). Model/catalog description: tined lead unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
Block d2b:product code: additional product code qon.block g4:premarket / 510(k) #: additional premarket/510(k) p190006.block d10:concomitant product: model number/catalog number: 1201,serial number: (B)(6),model/catalog description: tined lead,unique identifier (UDI) #: (B)(4).correction:h6.